Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and non-malignant pain. The patient reported that their battery was put in wrong so on (B)(6) 2016 their battery was put in correctly by a different healthcare professional (hcp). The patient reported that following the revision the part in their spine did not feel like it was put in right. The feeling from the stimulator was uncomfortable and it hurt to turn the ins on. They started to use it all of the time and it was very uncomfortable. The patient had a full system replacement. The patient noted contacting their manufacture representative (rep) of the uncomfortable stimulation in (B)(6) 2016. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device was "put in wrong." Patient stated rep didn't tell hcp the device was being put in wrong. Instead of putting the device in vertically, they put the device in laterally and the device was stuck in waist instead of putting the device on patient's side. No further complications were reported/anticipated.